Manufacturer narrative:
Block h3: the omniwire was returned for evaluation. Visual inspection found the distal coil was severely stretched, exposing the core wire and shaping ribbon. A section of the shaping ribbon detached resulting in sharp edges, but remained intact to the device. There was no missing material detected on the working length of the device. Block h6: based on the information available, the probable cause is that the omniwire was entrapped in the moderately plaque stenosis, which likely caused or contributed to the damage observed. Additionally, manipulation, strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: no information available. Block b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is united kingdom. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a moderately plaque stenosis. The wire was first used in the lca, then removed and inserted in the rca. After measurement, the radiopaque tip got stuck in the stenosis and the wire elongated in the distal rca. Extra wires, trapping balloon, microcatheter, and excessive traction were used to remove the omniwire successfully. The patient was discharged as expected with no injury reported. This adverse event and product problem is being submitted due to the wire entrapment, requiring additional intervention for removal.